Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's ejection fraction (ef) decreased from 50 percent to 35-40 percent and he developed congestive heart failure (chf) following implant of this device. The patient stated that he was informed the chf was caused by this device. The device was explanted and the patient was implanted with an upgraded device. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this patient's physician does not believe this system caused the patient's chf. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.